Event description:
It was reported that the tip was broken off. Changed markers and completed the case with no consequence to the pt.

Manufacturer narrative:
Damaged rod stiffener / tube sheared off. Eval summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received with the collagen plug present, which denotes that the marker clip was not deployed. In addition, the rod stiffener was damaged. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.